Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found that the window of the receiver is cracked. The receiver was able to boot up but could not fully charge. The receiver log was reviewed and firmware errors were observed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. The reported event that the receiver ceased to function was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found that the window of the receiver is cracked. The receiver was able to boot up but could not fully charge. The receiver log was reviewed and did not find any errors related to the complaint. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. The reported event that the receiver ceased to function was not confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, it was discovered that follow-up#002 was submitted in error, please disregard report.